Event description:
The screw driver head twisted. No adverse consequences were reported.

Manufacturer narrative:
Summary of evaluation: historical data analysis demonstrated the devices were conforming to specifications. Monitoring of complaints with the same failure mode, indicated that there is a technical limit of the screw driver in the case of hard bone. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.